Event description:
The patient came in due to signs of infection and the pathogen is unknown. At 13 days from the primary surgery the surgeon performed a washout and poly swap and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 181581: (B)(4) items manufactured and released on 14-may-2018. Expiration date: 2023-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.